Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor error occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss could not be determined. The reported allegation is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.